Manufacturer narrative:
Date sent to the FDA: 08/10/2009. Broken pneumatic switch. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, the handpiece was connected to the pneumatic switch assembly but would not activate the handpiece. A second handpiece was tried with the same result. To activate the handpiece, the customer placed the selection switch on the back of the unit in the up position, causing the unit to activate continuously. To stop the cutter from rotating, the button on the front of the unit was pressed to interrupt activation. The case was successfully complete with no adverse consequence to the pt.